Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submited as a follow-up report.

Event description:
It was reported that the external coil was sited too close to opus 2 bte post-surgery. A re-positioning surgery was carried out in 2007. Imaging was carried out after the re-positioning surgery, showing that a number of electrodes were extra-cochlear. Therefore, a 2nd re-surgery was carried out the following month, to re-site intra-cochlear electrode array. A minimal incision was used to expose the electrode array and the electrode arrays was fully inserted.